Event description:
It was reported that cgm sensor displayed error message identified as error 42 during use with pump. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions for complete pump reset, performed reset with guidance, confirmed that error message did not return, and successfully started new sensor session; no additional issues were reported.